Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. All buttons function properly. No button error alarms noted. No failed battery test alarm noted after battery insertion. Insulin pump received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and missing end cap sticker noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for button error and failed battery test. The failed battery test alarm occured after the battery was removed and put back into the insulin pump in an attempt to clear the button error alarm. Blood glucose reading at the time was 356 mg/dl. Advised on proper battery storage and usage. Advised on how to properly clear the alarms on the insulin pump. The insulin pump will be replaced. Nothing further reported.